Event description:
It was reported that the pump¿s wake button was unresponsive, consistent with a prior report for the same device, and a replacement pump was arranged to support continued therapy and user confidence. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included continued use of cgm and planned device replacement with standard shutdown and data resync guidance provided. Investigation included review of user report, confirmation of prior similar case history, and decision to replace the device. Investigation of this case revealed a suspected mechanical or input-control failure of the wake button consistent with device user-interface component malfunction, with no evidence of systemic device failure or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.